Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, thread tap used, diabetes mellitus, smoker, bone resorption, inflammation, mobility (2020_2386 and 2020_2387 are same patient).